Manufacturer narrative:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. The unit was monitoring patients normally when it spontaneously rebooted itself and then started boot looping. The customer tried shutting the unit fully down and then booting it up; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 I called noah to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for noah to call me back with this information. Attempt # 3: (B)(6) 2026 I called noah to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for noah to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. There was no patient injury reported.